Manufacturer narrative:
According to the currently available information, a damage to the active electrode due to an impact seems likely, even though no such event is mentioned in the patient report. However to determine an exact root cause a device investigation at the explanted device is necessary. The device was explanted but has not been received for investigational purposes yet. This is a final report.

Event description:
The patient lost his hearing sensation on both ears: first on the left, then on the ride side. No trauma has been reported. Patient was re-implanted on (B)(6) 2016. The patient is bilaterally implanted using "endoscopic approach".

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is bilaterally implanted. The patient reportedly lost hearing sensation with both devices. This complaint is for the device on the left side. Side. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The recipient was bilaterally implanted. At first fitting the recipient showed normal hearing progress and then lost his hearing sensation in both ears: first on the left, then on the ride side. No trauma has been reported. Recipient was re-implanted.